Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). No error events were generated on the day of event and quality controls and calibrations has been in range. A siemens customer service engineer (cse) was dispatched to the customer site. The instrument was operational upon cse's arrival. The cse performed a total service call system check, and no issues were found. The customer ran quality controls for hcg and other analytes, which were within range. The customer indicated the initial sample was drawn by ed personnel as opposed to their regular lab used to draw blood sample. The customer suspects the error was due to a problem sample draw, as this issue has not been seen prior or since with this or any other patient samples. The cause of the discordant, (B)(6) hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6) female presented in the emergency department (ed) due to vaginal bleeding and a (B)(6) home pregnancy test. The ed ran a urine pregnancy test which resulted (B)(6), and a serum human chorionic gonadotropin (hcg) was ordered. The serum sample was tested on an advia centaur xp instrument, resulting (B)(6) for hcg. The discordant serum result was reported to the physician(s). The physician(s) did not question the result as an ectopic pregnancy was suspected. The patient was sent home. Less than an hour later, the laboratory repeated the same sample on the same instrument, resulting (B)(6) for hcg. The corrected result was reported to the physician(s), and the ed called the patient to return to the ed. The patient returned to the ed the following day, and another sample was drawn, resulting higher than the repeat result. The patient indicated (B)(6) gestation. Another sample was drawn the following day, resulting higher than all previous results.there are no known reports of patient intervention or adverse health consequences due to the discordant, false negative serum hcg result on one patient sample.